Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported that they noticed that the ins site was "very sore" and it got worse and started to "really hurt".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported the patient's weight was (B)(6). With respect to steps taken to resolve the issue about soreness at the ins site, the patient indicated that no steps were taken, the patient turned off the stimulator. The function of the stimulator seemed fine. They did not check the leads through x-ray. The patient was undergoing cancer treatment, radiation on the right leg. The terrible pain was at the stimulator site to the leads in the lower back and for 7 weeks the patient has had the stimulator off.